Event description:
It was reported that during an ablation procedure, the user witnessed a bowtie version of blue pixels. The user was firing in turbo mode and did not lower the laser power, or let off the foot pedal once the blue pixels were witnessed. It was noted that the physician performed a biopsy prior to the ablation procedure but did not flush the biopsy with a solution. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: multiple attempts were made to obtain more information, but were unsuccessful. Based on event description the exhibited blue pixels would match the true blue pixel phenomenon. Additional information: h3, h6, h10.